Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation the battery cell voltages were mis-matched at 4.172v, -1.847v, 4.18v. The cause for the inability to charge in a charger or power on a monitor is the excessively discharged cell. The root cause for the discharged cell cannot be positively identified. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.

Event description:
A (B)(6) female patient called zoll customer support to report that her battery would not hold a charge. The patient was issued a replacement battery pack.